Event description:
Pt admitted with painful rt. Total knee. As per orthopedic surgeon diagnosis failed unicompartmental rt. Total knee replacement. Pt underwent cemented hemiarthroplasty rt. Knee in 2001. The lateral compartment of knee was replaced after surgery. Pt had persistent pain. Intraoperative per surgeon pt found to have cemented unicarpartmental replacement in place over the lateral compartment of the rt. Knee. The pt had well maintained articular cartridge over the medial compartment. The patellar however had severe arthritic wear with exposed bone and because of this wear and damage to the patella, it was felt that a total knee replacement was required to relieve the patellofemoral symptoms.